Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed a button error alarm and it was impossible to press any buttons. Customer's blood glucose was 8.5 mmol/l. Customer was advised that the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm was noted. The pump was received with intermittent button response due to a flattened act keypad dome. The pump had minor scratches on the lcd window, broken battery tube threads, and a cracked reservoir tube lip. The keypad connector was found closed properly during visual inspection.